Event description:
Caller reported a cartridge alarm had occurred, displaying the customer's blood glucose level as "high". The specific value was unknown. Customer addressed high blood glucose by administering a correction bolus using the pump. There was no assistance required from third parties. Cts confirmed that the issue was not related to the load process and proceeded to replace the pump due to consecutive cartridge alarms. Customer will continue to use current pump for insulin delivery.